Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the changing of the dressing on the central venous catheter in the right jugular vein, the catheter was seen to be fixed only at the flap, without any fixation at the insertion, and externalized up to mark 15, including the catheter's butterfly. The anesthesiologist reported that it had not been possible to fix the catheter in place, because during 3 attempts, the stitch had garroted the catheter. A chest x-ray was carried out and showed that the catheter was low, even with all this externalized extension, with the tip approximately in the seventh intercostal space." The patient's current condition is reported as "unknown". No additional information is available from the customer at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the changing of the dressing on the central venous catheter in the right jugular vein, the catheter was seen to be fixed only at the flap, without any fixation at the insertion, and externalized up to mark 15, including the catheter's butterfly. The anesthesiologist reported that it had not been possible to fix the catheter in place, because during 3 attempts, the stitch had garroted the catheter. A chest x-ray was carried out and showed that the catheter was low, even with all this externalized extension, with the tip approximately in the seventh intercostal space." The patient's current condition is reported as "unknown". No additional information is available from the customer at this time.